Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine displayed a valve 43 failure alarm message during patient treatment. Upon follow up, the technician confirmed the air separator was replaced which resolved the reported issue. The previous sample is not available for return for evaluation at this time and the machine has been returned to service. The patient on the machine at the time of the reported issue, the technician stated the patient needed to be moved to a different machine in order to complete treatment. The technician added that the patient was rinsed back through their arterial line but not the venous line. There was no kink in the tubing as previously reported. The clotting was due to the turning off the machine when the valve 43 failure alarm occurred. Fresenius bloodlines were used during treatment. The technician stated there was no adverse effects to the patient nor medical intervention and they completed treatment accordingly on the other machine. Additional information was requested, however not provided.